Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced poor adhesive issue event on 30 jul 2024. The blood glucose level was 310 mg/dl and the patient was treated with blazer pen 50 units.